Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at approximately 8am, the monitor triggered yellow systolic pressure alarm instead of a red alarm. The device was in clinical use at the time the issue was discovered. There was no reported adverse event or patient harm reported.